Manufacturer narrative:
Device is combination product. A promus element plus, mr, ous 3.50 x16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the 1st proximal stent row was lifted from their crimped position and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted with the distal balloon cone. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip with the product mandrel still inserted when the device was returned for analysis. A visual and tactile examination of the hypotube found a shaft break in the guide wire exchange port region, measured at 120mm distal to the midshaft bond. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found damage with a kink in the inner shaft section measured at 27 mm proximal to the proximal end of the tip and a bunching of the proximal inner measured at 55 mm proximal to the proximal end of the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2019. It was reported that crossing difficulties were encountered. A 3.50x16mmpromus premier stent was advanced but encountered difficulty crossing the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.